Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2009 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update: "head disassociation."

Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion level involving an accolade stem which was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The exact cause of abnormal ion level could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2009 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.